Manufacturer narrative:
(B)(4). Final analysis found excessive medical adhesive in the lv setscrew thread which contaminated the entire thread area of the setscrew during the manufacturing process. The medical adhesive contaminated the setscrew inset which caused the wrench to strip the inset and the setscrew could not be tightened. The excessive medical adhesive application to the setscrew threads is a manufacturing anomaly.

Event description:
It was reported that during an unrelated procedure, the pulse generator set screw could not be tightened. The device was explanted and replaced. There were no complications and the patient was in stable condition.